Manufacturer narrative:
The pump passed functional tests including displacement, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. Unit was programmed with basal rates and reset correct time and date and monitored. No reset settings noted during testing. No physical damage to battery cap or case noted. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in (B)(6) 2016 for high blood glucose level of 500 mg/dl and diabetic ketoacidosis. Customer's blood glucose at the time of the call was 234 mg/dl. Customer reported that the pump has a blank display and is not able to remove the battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.